Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced controller alarms when any of the 6 batteries were connected to port 2. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided; the investigation is ongoing.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed critical battery alarms in the week preceding the event date, which confirmed the reported event. No problem with the controller could be confirmed in bench testing. The controller was in use when the reported event occurred. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.